Manufacturer narrative:
Unit received with an insulin pump error loop during boot up, problem isolated to the mother board. Unable to perform operating currents, self test and displacement test due to insulin pump error alarm. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Customer was assisted with clearing the alarm. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. No harm requiring medical intervention was reported. The device was returned for analysis.